Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose level. The customer declined to provide additional information or perform troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.